Event description:
Information received from the article: dedmon et al. Delayed endovascular coil extrusion after embolization for internal carotid artery injury during endoscopic sinus surgery. J neurol surg b 2014; 75-a257. Two months post embolization treatment, it was reported that several coils were found to have extruded through the pseudoaneurysm sac into the sphenoid sinus and nasal cavity. Onyx material was also filling the interior of the sphenoid sinus with significant inflammatory reaction. The extruded coils and onyx material was subsequently removed, however, complete extraction was not possible given some coils were located in the ica (these coils were trimmed at the site of the carotid defect). Two months prior to the event, it was reported the patient underwent balloon assisted coiling embolization of a pseudoaneurysm located in the ica (internal carotid artery). The patient had no further bleeding and suffered only small cerebral infarcts from the vessel sacrifice since they had good collateral flow. The article concludes that internal carotid artery injury during endoscopic sinus surgery is a rare occurrence. Delayed complications of internal carotid artery embolization, such as extrusion of endovascular coiling, can develop and patients should be monitored for this possibility.

Manufacturer narrative:
The report was created to capture complication caused by the onyx migration. The information was received from the article: dedmon et al. Delayed endovascular coil extrusion after embolization for internal carotid artery injury during endoscopic sinus surgery. J neurol surg b 2014; 75-a257. (B)(4).